Manufacturer narrative:
No patient was involved in this concern. Therefore, no patient demographic information is provided. A medtronic representative visited the site and replaced the system power control board assembly. The issue was resolved following control board replacement. The system passed all software, hardware and instrument testing after part replacement. No fault found. System performed properly. Investigation of the returned control board ((B)(4)) could not confirm the reported error and no fault was found during testing. System control board was installed in a test o-arm system and ran for 2 days without any issues.

Event description:
A site representative reported critical battery status on the o-arm system. No patient was reported to be present or involved when this issue was identified.